Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-450a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the outer flow tubing open end exhibits scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, "steam insufficiency fiber standby" at 27,074 joules and 4:25 minutes of usage. The fiber was exchanged and the procedure completed. Patient outcome: "no injuries nor consequences occurred to the patient".